Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported that the blood clotted within the bloodline circuit while a patient underwent a routinely scheduled hemodialysis (hd) treatment. The blood within the extracorporeal circuit was not rinsed back. The patient was re-setup on a different hd machine, and then the treatment was continued. The patient was able to successfully complete the treatment with no further issues being reported. Although the exact amount of blood was not reported, the user facility noted that the entire circuit was discarded. Therefore, the estimated blood loss (ebl) experienced by the patient can be considered approximately 300cc or the amount of blood within a complete extracorporeal circuit. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The user facility reported that no machine alarm was generated when the event occurred. Following the event, the 2008k hd machine was removed from service for evaluation, and then repaired. The unit has been returned to service at the user facility without a recurrence of the event as reported. The bloodline complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.